Event description:
The account alleges that when placing a tunneled hemodialysis catheter, the tear-away portion of the hemodialysis catheter malfunctioned, causing one side to peel away and the other to remain in place. Ultimately the physician was able to remove the portion that did not peel away, causing no harm to the patient. No additional patient consequence to report.

Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed and a root cause could not be determined. A review of the device history record and complaint database could not be performed as a lot number was not provided.

Event description:
Additional report received on medwatch mw5166356.